Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m189734 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m189734 and test base part number 190-430 / lot m189734. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Please referance related MFR. Report number: 1221359-2022-03632.

Event description:
The customer reported two false negative results with the ID now covid-19 assay for one patient tested on two dates with one lot. This MFR. Report addresses test one (1) of two (2). Customer stated testing was performed on (B)(6) 2022 with an ID now covid-19 assay using a nasal sample that generated a negative result. A quantitative antigen test was performed with an unknown sample and generated a positive result. The customer stated the patient did not receive treatment until the quantitative antigen test result. No additional patient information was provided.